Event description:
The clinic reported a pt treated for lasik vision correction presented at the two week post-op exam with an under-correction, distorted and double vision. The pt did not lose any bcva. Pt¿s bcva at 2 weeks post-op is od: 20/20 os: 20/20.

Manufacturer narrative:
(B)(4): vision under-corrected. The amo equipment specialist and amo clinical specialist conducted a full inspection of the equipment at the customer location. One of the optics was observed to have a significant debris spot caused by a balance salt solution (bss) splash. In addition, while investigating the event, it was discovered that cataract surgery is often performed on the same day as the treatments and alcohol vapors from the sterilizer are present in the treatment room. The presence of alcohol combined with the bss splash on the optic may have contributed to the sub-optimal outcome. The alcohol blocks the laser and may cause an under correction depending on the amount in the air and the power of correction performed. The artifact may cause higher order of aberrations and blending effects. No other issues were found with the equipment that related to the pt outcome. A discussion with the staff and doctor was conducted to ensure they understood the importance of checking for artifacts and also to avoid performing laser treatments the same day as cataract surgery to ensure there are no residual vapors from the alcohol or other disinfectants present in the treatment room.